Manufacturer narrative:
D1 revised brand name since the initial report was submitted. The investigation was completed and h6 codes were updated. Investigation summary minor bleed/access site adverse event: the cause of the injury was not determined due to insufficient clinical details. Bradycardia: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: the cause of the issue was not determined as no product or logs were returned and insufficient clinical details were provided hematuria: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted into the right femoral vein in a 79-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for right heart failure post-operative coronary artery bypass graft (CABG). An impella cp device was already in place in the right femoral artery from two days prior. While the patient was in the intensive care unit (ICU), there was access site bleeding. The partial thromboplastin time (ptt) was 200 at the time of the bleed. The site was redressed and improved the issue. Four days later, the patient became bradycardic with a second-degree type ii heart block. The impella cp was removed in the afternoon, but the rp flex was still in place. An amiodarone drip was infusing since the CABG. The impella functioned at p-6 at 1.8 l/min without issues. Ten days after insertion, the impella rp flex was successfully weaned. The post-procedure outcome is survived at explant. Amiodarone is an antiarrhythmic that can cause second-degree heart block and bradycardia. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp

Event description:
Clinical rationale: an impella rp flex device was inserted into the right femoral vein in a 79-year-old male patient with a past medical history of prior coronary artery bypass grafting (CABG), coronary artery disease, and diabetes, presenting in scai shock stage e while receiving multiple inotropes, vasopressors, and ventilatory support prior to initiation of impella support. The impella rp flex was placed for right-heart failure following CABG. An impella cp device had been placed two days earlier via the right femoral artery. While in the intensive care unit, access-site bleeding occurred, and the patient¿s partial thromboplastin time (ptt) was 200 at the time. The site was redressed with improvement. Four days later, the patient developed bradycardia with second-degree type ii heart block. The impella cp was removed, while the rp flex remained in place. The patient had been on an amiodarone infusion since CABG. The impella¿rp flex functioned at p-6 with flows of 1.8 l/min. Post-operative permanent pacemaker placement was performed, with heparin appropriately held beforehand. Vitamin k was administered for elevated inr. Motor-current variability and increased pulmonary-artery mean pressures were noted. Hematuria was observed the following morning. The patient was receiving dobutamine at 5 g/kg/min and had been weaned off norepinephrine after pacemaker placement. The risk of clot ingestion was discussed with the managing physician. The patient tolerated a trial wean at p-2 for 10 minutes and was returned to p-6. Flows remained lower than expected (1.8 l/min). The physician elected to remove the pump that morning. The patient survived to explant. The bradycardia is consistent with the patient¿s underlying critical illness, conduction system vulnerability in the setting of cardiogenic shock, and the known pharmacologic effects of amiodarone, which can cause second-degree heart block and bradycardia. Hematuria is consistent with hemocompatibility-related findings in the setting of mechanical circulatory support and may be influenced by anticoagulation management, right-heart failure, renal impairment, low-flow physiology, and overall critical illness.

Manufacturer narrative:
Additional information was received b1, b5, and h6 codes updated.